Manufacturer narrative:
The guide wire was returned for analysis. A fracture was identified at the distal end of the guide wire spring tip. The distal section of the guide wire was not returned for analysis. Scanning electron microscopy (sem) was performed on the damaged spring tip section. Sem analysis revealed evidence of rotational damage on the proximal spring tip coil. This damage evidence is consistent with the spinning oad driveshaft contacting the guide wire spring tip. The distal fracture showed evidence of ductile torsion, which is likely related to the spinning oad driveshaft contacting the guide wire spring tip. The root cause of the fracture is considered as use not consistent with the instructions for use (IFU). The IFU warns, "never advance the orbiting crown to the point of contact with the guide wire spring tip or other distal device. The maximum travel of the crown advancer knob, and therefore the shaft tip, is 15 cm. Moving the crown advancer knob forward moves the shaft tip an equal distance toward the guide wire spring tip. When moving the crown advancer knob, make sure there is sufficient distance between the guide wire spring tip (or other distal device) and the distal end of the shaft (10 cm minimum). If the distance between the shaft tip and the guide wire spring tip (or other distal device) is insufficient, the shaft tip may damage the guide wire spring tip (or other distal device) and result in device or component dislodgement. Distal detachment and embolization may result". The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used for treatment and then a viperwire advance guide wire fracture occurred in vivo. No further information is available.